Manufacturer narrative:
The complaint of lead malfunction was confirmed. Only the distal portion of the lead was return in one piece measuring 56.5 cm. Analysis found external insulation abrasion was noted at 6.3 cm to 6.8 cm and 14.7 cm to 15.2 from the distal end consistent with friction to another implanted device or feature of the patient anatomy. The cause of lead malfunction was due to exposure of the outer coil at the abrasion zones. All other damage found is consistent with procedural damage.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, the leads were explanted. Lead malfunction and occlusion was noted. The leads on the left side was causing or contributing to congestion in the left arm, face and neck of the patient. The patient was discharged. Related manufacturer reference number: 2938836-2020-02973.